Manufacturer narrative:
As no further information is expected at this time, our investigation is completed. However, should additional information become available this event will be update and another report submitted.

Event description:
It was reported that during a routine follow-up exam, this right atrial lead was exhibiting high out of range pacing impedance and loss of capture. A data evaluation would confirm the sudden increase in atrial impedance was limited to the last few weeks. The physician elected to deactivate atrial pacing as the patient required less than one percent atrial pacing. The associated device was reprogrammed to vvi 40ppm. No intervention has been planned at this time due to limited access to the hospital facilities. No resulting adverse patient effects have been reported.